Event description:
As reported by an edwards lifesciences affiliate, regarding the implant of a 29mm sapien 3 ultra resilia valve in a pre-existing non-edwards mitral valve annuloplasty ring , during the deployment around + 7 or + 8 cc volume, the commander delivery system balloon ruptured. Valve was fully deployed. During the removal of delivery system with ruptured balloon team felt some resistance. Vascular surgery was called for removal. Patient was stable at that time.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was not returned for evaluation and no imagery was provided for review. The reported "events" were unable to be confirmed due to unavailability of the complaint device and /or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. Without the device lot number being provided, a review of the device history record and lot history was unable to be performed. A review of IFU/training materials revealed no deficiencies. The complaint description states, during the deployment around + 7 or + 8 cc volume, the commander delivery system balloon ruptured. Valve was fully deployed. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, it is likely that the use of excess volume subjected the balloon to pressures high enough to cause the balloon to burst. As such, available information suggests that procedural factors (over-inflation) may have contributed to the reported event. The complaint description states, during the removal of delivery system with ruptured balloon team felt some resistance. As the balloon was burst, the altered profile of inflation balloon material made it more susceptible to catch on the deployed thv (or the pre-existing mitral ring), which would have then led to the reported withdrawal difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.